Manufacturer narrative:
Upon visual inspection, the device was found to have a damaged switch shaft. The device was repaired and returned to the user facility.

Event description:
It was reported that at the user facility the dual speed cement injection gun disassembled. No further information was provided by the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that at the user facility the dual speed cement injection gun disassembled. No further information was provided by the user facility.